Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "water lost via permeation". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) slowly aspirate urine sample into syringe and remove syringe from sample port. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed foley catheter removal to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the issues the nurses had lately was that they inserted 10ml into the bulb then when the foley catheter was change and the fluid was withdrawn, there was only 6-8ml in it and frequently it has looked like urine in the syringe. This had happened multiple times, not just with home patients but patients here in the house also. And stated that they have had another catheter that did the same thing. This catheter was removed on the 30th day and the syringe had only 7.5 ml of orange looking fluid in it. The kits that they have here were latex catheter. The nurse that staff was talking with today said that all of our patients were having spasms, and many seem to have a slight crusty discharge (which was new for bard catheter). Nurse changed them monthly or more frequently if the situation warrants. It did seem like the issue with the fluid in the bulb was happening on most of the catheters that they insert since, and the discoloration was also happening on most. Nurse said that they changed one on sunday and that it was not discolored but there was not much in the bulb and was only able to get about 6 ml back when deflating the bulb. Stated that this was in relation to the surestep foley tray system, bardex lubricath foley catheter tray. The issue that they have had multiple times was that they insert the catheter and usually keep it in their patients for about a month. On insertion, they instill the full 10ml of normal saline from the syringe provided and then when the staff remove the foley, they were not able to get the full 10ml back. It usually had only about 7ml or less and the fluid was discolored. The staff have reported to that it was from both the 16 fr and the 18fr catheter. Normally their staff have preferred the bard catheter to any others that they have used, and they worked well but they have been reporting that the patients seem to have increased spasms with them. No medical intervention was reported.

Event description:
It was reported that the issues the nurses had lately was that they inserted 10ml into the bulb then when the foley catheter was change and the fluid was withdrawn, there was only 6-8ml in it and frequently it has looked like urine in the syringe. This had happened multiple times, not just with home patients but patients here in the house also. And stated that they have had another catheter that did the same thing. This catheter was removed on the 30th day and the syringe had only 7.5 ml of orange looking fluid in it. The kits that they have here were latex catheter. The nurse that staff was talking with today said that all of our patients were having spasms, and many seem to have a slight crusty discharge (which was new for bard catheter). Nurse changed them monthly or more frequently if the situation warrants. It did seem like the issue with the fluid in the bulb was happening on most of the catheters that they insert since, and the discoloration was also happening on most. Nurse said that they changed one on sunday and that it was not discolored but there was not much in the bulb and was only able to get about 6 ml back when deflating the bulb. Stated that this was in relation to the surestep foley tray system, bardex lubricath foley catheter tray. The issue that they have had multiple times was that they insert the catheter and usually keep it in their patients for about a month. On insertion, they instill the full 10ml of normal saline from the syringe provided and then when the staff remove the foley, they were not able to get the full 10ml back. It usually had only about 7ml or less and the fluid was discolored. The staff have reported to that it was from both the 16 fr and the 18fr catheter. Normally their staff have preferred the bard catheter to any others that they have used, and they worked well but they have been reporting that the patients seem to have increased spasms with them. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the issues the nurses had lately was that they inserted 10ml into the bulb then when the foley catheter was change and the fluid was withdrawn, there was only 6-8ml in it and frequently it has looked like urine in the syringe. This had happened multiple times, not just with home patients but patients here in the house also. And stated that they have had another catheter that did the same thing. This catheter was removed on the 30th day and the syringe had only 7.5 ml of orange looking fluid in it. The kits that they have here were latex catheter. The nurse that staff was talking with today said that all of our patients were having spasms, and many seem to have a slight crusty discharge (which was new for bard catheter). Nurse changed them monthly or more frequently if the situation warrants. It did seem like the issue with the fluid in the bulb was happening on most of the catheters that they insert since, and the discoloration was also happening on most. Nurse said that they changed one on sunday and that it was not discolored but there was not much in the bulb and was only able to get about 6 ml back when deflating the bulb. Stated that this was in relation to the surestep foley tray system, bardex lubricath foley catheter tray. The issue that they have had multiple times was that they insert the catheter and usually keep it in their patients for about a month. On insertion, they instill the full 10ml of normal saline from the syringe provided and then when the staff remove the foley, they were not able to get the full 10ml back. It usually had only about 7ml or less and the fluid was discolored. The staff have reported to that it was from both the 16 fr and the 18fr catheter. Normally their staff have preferred the bard catheter to any others that they have used, and they worked well but they have been reporting that the patients seem to have increased spasms with them. No medical intervention was reported.